Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for " the patient had to be picked up manually"? 2. How was the procedure completed? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a rectosigmoid resection, after stapling, the patient had to be picked up manually (despite the tissue being healthy). After the resection the staple is detached.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2022. Additional information was requested, and the following was received: 1. Could you please provide more details for " the patient had to be picked up manually"? Take over by hand. 2. How was the procedure completed? With the realization of a manual purse and then circular stapling. 3. Could you please clarify if there were any patient consequences? Currently no consequences for the patient. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There was no change. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted with staple formation when the ¿resection of staple was detached¿. Did the patient receive any preoperative chemotherapy or radiation?

Manufacturer narrative:
(B)(4) date sent: 10/17/2022 d4: batch # 636a08 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the driver's and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.